Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported issues with their controller since a little over a month or two ago (confirmed 2024). Patient stated their controller had been dropped and all that good stuff and "beat to hell" and there were some surface cracks on the screen. In addition, patient noted their controller will turn on channels that they don't have turned on and sometimes that can be shocking them if they are laying down or whatever. Agent attempted to ask clarifying questions and patient stated the therapy settings they use when standing up are different than lying down as they cannot use barely any intensity when lying down. Patient stated that just a minute ago they were laying down on the couch and they were using 2 and then 1 and 3 all of a sudden were on different numbers, as they had both been set to 0 and one was on 1 and one was on 1.8. Agent redirected the patient to their healthcare provider to further address if controller replacement does not resolve the issue of patient's therapy settings changing. A replacement controller was sent out.

Event description:
Additional information received from the patient that they received the replacement controller and the issue was resolved. Patient said it was incorrect and that they didn't get shocking from ins. It was just random intensity channel changes with the controller service from the manufacturer. Patient said it was happening not only when they lay down but in any position it could change. Patient also said it was more of an issue when laying down with a surprise intensity increase. The weight of the patient when this occurred was 222lbs.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.